Event description:
The physician claims that the graft was implanted in 2005 for a left leg femoral-popliteal, above the knee bypass procedure. In 2006, the patient was diagnosed with aneurysms located above and below the implanted graft. At that time, the physician placed a patch at the proximal end of the graft and replaced the remaining graft with the patient's vein (anatomical source not reported), instead of another graft. The physician reported no patient complications. The patient's post-operative condition was reported as stable. It is unknown at this time whether the reported aneurysms occurred in the graft or in the patient's artery.

Manufacturer narrative:
Awaiting sample return to complete investigation. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. Section "f" completed by manufacturer. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedure. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch. Note: all vantage vascular grafts have been recalled from the worldwide market. The recall notification date to user facilities was 28-jun-2005.